Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 03/30/2017. Complaint for a low transmitter battery could not be confirmed, however, permanent loss of connection was found and confirmed. The root cause could not be determined. Based on the findings of a permanent loss of connection this is now reportable. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A voltage test was performed and passed. Performed pairing test with (B)(6) device and passed. A review of the downloaded receiver log did not confirm the reported event of low transmitter battery a root cause could not be determined.